Manufacturer narrative:
(B)(4). The biomed stated that he pulled the audit logs and thinks alarms had been silenced. Users were not sure if they ever heard an alarm at the central. The customer did not request on site evaluation of the product. No product was returned to the factory as the customer stated in a phone call on (B)(6) 2014, that the products worked as designed. He determined that alarms were provided, this was done by a review of the "review alarms" screen at the bedside and a review of the audit logs from the central. The evaluation of this issue was performed by review of the audit logs and screen shots which demonstrated that the patient had multiple "spo2, no pulse" alarms were which were configured to be yellow level inop's. These inops were noted in the logs, but not found by staff in alarm review as inops are not considered patient alarms and have no numerics or waves associated with them. The patient's pulse/perfusion degraded enough quickly enough that only an inop were provided with other low perf inops. No bradycardia alarms were provided as the signal was not adequate for the system to determine the pulse. The customer was contacted on (B)(6) 2014, and stated he understood that the product worked as intended and he simply wished that escalated inops were stored in review applications. He does not feel any malfunction occurred. Staff did not recall hearing any alarms. The biomed reviewed the issue and pulled the logs and screen shots demonstrating that low perf and spo2 no pulse inops had been occurring due to a degradation in the spo2 signal. The patient condition changed rapidly as the first notation of any alarm was at 5:30 am. The customer now indicates that he does not feel any malfunction occurred. The device performed as expected. Staff may have been inattentive to the first inop alerts provided.

Event description:
The customer reported that at 5:30 am on (B)(6) 2014, the nurse entered the patient's room (bed 1213) and found the patient was deceased. The patient was on a pulmonary unit and it was only monitored with spo2 (no ECG). The biomed stated that he pulled the audit logs and thinks alarms had been silenced. Users were not sure if they ever heard an alarm at the central.